Event description:
It was reported that the customer had a battery out limit alarm on her insulin pump. The customer's blood glucose level was 151 mg/dl. Customer stated that the keys will not do anything. Customer stated that the alarm occurred after the battery change. Pump was alarming at the time of the call. Customer will call doctor's office for setting info and then will call medtronic back. Customer was offered troubleshooting for the pump, but the customer declined. No additional info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico mfg site has been assigned a medwatch number from the medtronic minimed (B)(4).